Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that they could not get the implantable neurostimulator recharger (insr) to charge. Upon further clarification, it was determined that the green light was not on for the desktop charger (dtc). Trying several outlets did not resolve the issue. No symptoms reported. It was determined that there was a green light on the dtc as they were confused about which device had a light. The patient was not feeling stimulation and could not charge the implantable neurostimulator (ins). They went through the antenna locate (al) feature and they got a power on reset (por) from the ins. They got the ins charging with 8 boxes. The insr was fully charged. No replacement was sent. It was later reported that it was confirmed that there was nothing wrong with the dtc nor was there was a problem with the recharger. They only had trouble with getting the implanted device charged. They saw the por again several times after the first por. There was a doctor face present with the por message. They would just hit the green button clear it each time. They had never been able to fully charge the patient&#38112;ins since implant; there was difficulty recharging since implant. The patient charged for 2 hours and had 8 black coupling bars but the ins only charged up to half way. It was confirmed the por was cleared and turning the ins back on. The patient later reported that they received assistance and they could charge the stimulator all the way to 100%. They just needed to charge a little longer. The patient was doing fine now. Stimulation was working well.